Event description:
The patient reported, they developed kidney failure and type I diabetes following pump implantation and use of clonidine. She stated, the pump was placed directly on the kidney and the catheter was placed from the lumbar to the cervical spine. The patient stated, "it took two surgeries to remove the pump". Manufacturer's device registration system (drs) indicated, the patient was implanted in 2001 for treatment of non-malignant pain and was going to receive intrathecal delivery of morphine and clonidine. There was no information in drs indicating the pump was explanted. Additional information has been requested from the patient's physician regarding the reported events, and a follow up report will be sent when new information is received.